Event description:
Procedure: radical prostectomy. Reportedly, the surgeon placed the instrument on vascular tissue surrounding prostate and fired the instrument. The instrument then would not open. Surgeon cut the tissue out, to remove the instrument. Proceeding with the case, completed with suture. No further injury.